Event description:
A customer contacted baxter (B)(4) regarding end of therapy assistance on a home choice (hc) during use, patient connected. During troubleshooting the home patient (hp) stated that he reconnected to the hc from where it left off in therapy the night before in initial drain. The technical service representative (tsr) advised the hp to disconnect and start over with new supplies. The hp requested assistance to end therapy. The tsr assisted as requested. The hc was operational and a swap of the device was not necessary. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.a follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a use error- reuse of a single use product was confirmed during; however, the root cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.